Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her (B)(6) son experienced high blood glucose level and some redness/swelling at his site over the weekend which they tried to treat it with a bolus via the pump. Further, it worsened and on (B)(6) 2022, she ended up taking him to (B)(6) where it was diagnosed as a site infection due to the infusion set. His highest blood glucose level was 372 mg/dl and the infusion set had been used for three days. While in (B)(6), he was prescribed antibiotics (keflex) as corrective treatment for which he responded well. On the same day ((B)(6) 2022), the patient was released from (B)(6). Moreover, his current site was working well and had no issues. The patient was new to the pump and therefore, he has not been on the pump long enough to establish a pattern or history of site infections. His mother reported that he is very active with soccer. No further information available.